Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. Reportedly, the customer does not believe the pump is pumping insulin. The customer addressed elevated bg levels with manual injections and declined further troubleshooting.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.